Manufacturer narrative:
The returned probe was returned to our facility and analysed following sophysa quality control procedure. The functional control revealed an electrical failure. After connecting the catheter on the monitor, experts observed the error e001 on the monitor. The expertise showed cut of the catheter tubing, which induce the electrical defect. The origin of the defect could be due to the tearing of the catheter tube by the user during the implantation procedure, which caused an oxidation of the sensor and thus the observed electrical fault.

Event description:
After one day of catheter implantation, the pressio monitor showed error message e001.